Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) readings on the ilet system, confirmed by fingerstick at >600 mg/dl. The user stated they ¿ate a lot of junk¿ including ice cream, a hamburger, and toast, and reported not announcing meals, allowing the ilet to correct automatically. The user had recently performed a full supply change and had approximately 20 units of insulin remaining. Bionic report data indicated elevated bg for 12 hours with ongoing corrective insulin delivery. The user changed supplies and insulin delivery was resumed. Follow-up fingerstick approximately 60¿90 minutes later measured bg at 478 mg/dl. No device malfunction was identified.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.